Event description:
It has been reported that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon into the pt and inflated it to 6mm to occlude the vessel. The physician stented the area and aspirated debris from the vessel. The physician attempted to remove the aspiration catheter and pulled back on the occlusion balloon wire and the occlusion balloon had deflated. The case was complete. The physician removed the device. The pt is reported to be fine.